Event description:
A customer reported dropping their pump, resulting in the screen not turning back on, and the issue affected their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.